Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 22.9 mmol/l (413 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The patient attempted to bring down her bg levels by delivering multiple correction boluses. After realizing that her bg levels were not getting any lower, she decided to apply a new pod. The patient's bg levels started coming down after the new pod was applied. When the original pod was removed, it was noted that the cannula was slightly bent.